Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the ins flipped inside their body; caller states that about 3 days ago their ins flipped in their skin and now hurts. Caller would not provide any additional details to this event. Agent did not ask about the circumstances that led to the reported issue. Caller would not provide any additional information then disconnected the call.